Event description:
It was reported that the procedure was to treat a mildly tortuous and 100% restenosed let main artery. On (B)(6) 2011, the patient was admitted to the hospital with the left main trunk (lmt) occluded. Angiography confirmed thrombosis. A thrombectomy was performed and a 3.0 x 15 mm xience v was implanted. Intravascular ultrasound (ivus) confirmed good wall apposition. On (B)(6) 2011, the patient was again admitted to the hospital with chest pain. An intra-aortic balloon pump (iabp) was placed. Angiography and ivus confirmed thrombosis. A thrombectomy was performed. Two non-abbott guide wires were placed for support and a non-abbott stent was implanted in the lmt to the proximal left anterior descending artery. A 3.5 x 12 mm xience v was implanted in the ostial lmt proximal to the 3.0 x 15 mm previously placed xience v. A 3.5 x 8 mm xience v was placed between the two stents to cover both stents. Optical computed tomography (oct) confirmed good stent wall apposition. The patient was discharged on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(6). Concomitant products: guide wire: runthrough floppy. Guide cath: launcher 7f sl4. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis are known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.